Event description:
The customer reported having low blood glucose and the paramedics were called; the customer was treated at home. The customer stated that he did a lot of exercising as well settings that may not be correct. Advised the caller that the settings may not be correct and that could be causing his low glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.